Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead defibrillation impedance was out of range high with defib impedance spikes present; the combination of high and normal impedances suggest an anomaly with rv defib conductor. Also there was a patient alert for lead warning on (B)(6) 2012 for high impedance. The analyst commented that rv and svc impedances stable and within range until week ending (B)(6) 2012; starting (B)(6), rv and svc defib increases to a max of 218 and 230 respectively week ending (B)(6).

Event description:
It was reported that there was high impedance on both of the high voltage coils. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.